Event description:
In preparation of a leep procedure, a nurse was stuck with a potocky needle after it was used. Blood was drawn from the nurse to check for stds.

Manufacturer narrative:
The nurse used one hand on the needle and the other on the cap. While she inserted the needle into the protective cap, it slipped and was stuck by the needle. No determination of whether office protocol was followed in the handling of the potocky needle. There have been no other reported accidental needle sticks.